Event description:
The adaptor keeps coming loose from the tube. As a result, the patient required an et tube replacement. This occurred on one of our vented patients. This problem has happened multiple times over the last 3 months. Manufacturer response for tube, tracheal (w/wo connector), hudson rci (per site reporter): none yet.